Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that excessive amount of condensation on line due to gas loss was found on cardiosave intra-aortic balloon pump (iabp) during patient use. There was no patient harm.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h6(health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions, h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked unit for excessive condensation build up in catheter, the customers getinge trained biomed had already checked the unit over and ran the unit thru a condensation removal procedure, and performed a full check out with no problems, the fse removed the pim and did find an excessive amount of moisture in the tubing behind the pim. The fse replaced the pim with a new one and ran the unit through a complete calibration and functionality tests, ran the unit on a test balloon for approximately 30 mins with no problems, unit meets factory specification unit was turned over to the customer for use.

Event description:
N/a